Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited broken parts on pump and test failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken on the bottom case and plunger assembly, chipping was observed on the front corners of the top case, and the plunger assembly and carriage were broken. This confirmed the reported issue of broken parts. The investigation determined that the pump had been dropped or mishandled by the customer causing the reported damage. Top and bottom case along with the plunger case and carriage were replaced. Preventive maintenance and all functional testing was also performed. Per service history review this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed.